Manufacturer narrative:
A steris field service technician inspected the unit and identified that water was leaking due to a damaged press gasket. During inspection of the washer, the technician tested the unit and confirmed that all cycles were completed successfully. As the unit is operational, the user facility has elected to defer further repair to the unit until the washer can be decommissioned for repairs.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified damage on the chamber and press gasket. The damage created a small hole which subsequently allowed for water to leak from the unit. Section 1 of the operator manual for the reliance synergy washer/disinfector states, "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. For spills or drippage of detergents or other chemicals, follow safety precautions and handling procedures set forth on detergent or chemical label and/or material safety data sheet (msds)." The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported their reliance synergy washer/disinfector was leaking water. No report of injury or procedural delay or cancellation.